Event description:
It was reported that the patient had recurrent dehiscence of the pacemaker pocket after trauma. Therefore, the leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: 4524 implantable pacing lead. (B)(4).